Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct of a patient on an unknown date. According to the complainant, when the physician attempted to deploy the stent through the stricture in the bile duct, the suture broke and the stent prematurely deployed and became stuck in the patient's duct. The physician attempted to remove the stent using snares and forceps, however, upon attempted removal, the stent tore multiple times. The procedure was completed by leaving the remaining stent in place and the broken stent pieces were left to pass out the patient naturally. The physician noted that the treatment location was a sutured bile duct (surgical complication of laparoscopic cholecystectomy). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.